Event description:
Procedure; wedge resection. Reportedly, during application the stapler was fired, but the staples could not be formed properly and the staples then fell loose into the surgical cavity. The surgeon retrieved most of the staples, but it's unsure if any remains loose in the pt.